Manufacturer narrative:
(B)(4). For related complaint entries see MDR #1219856-2017-00290 and (B)(4). Also see MDR #1219856-2017-00292 and (B)(4).

Event description:
It was reported by the registered nurse on a second call. A second intra-aortic balloon (iab) was inserted. Insertion site was the same right femoral. The rn stated that helium loss alarms continued. As a result the iab was removed and was replaced with a third iab. The removal and insertion was without incidence or complication. There were no reported patient deaths or complications.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarms is confirmed based on the pictures provided with the complaint report; however, the issue was not able to be replicated during functional testing. Although, the root cause of the complaint could not be determined the iab was pump tested and no alarms occurred. The iab passed all functional testing. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required. Other remarks: for related complaint entries see MDR #1219856-2017-00290 and tc # (B)(4). Also see MDR #1219856-2017-00292 and tc # (B)(4).

Event description:
It was reported by the rn on a second call. A second intra-aortic balloon (iab) was inserted. Insertion site was the same right femoral. The rn stated that helium loss alarms continued. As a result the iab was removed and was replaced with a third iab. The removal and insertion was without incidence or complication. There were no reported patient deaths or complications.